Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer failure and would not be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware test application all mini sub drawers' optical sensors were not working correctly. A field service engineer disconnected all mini sub drawers and reconnected them one at a time to isolate the issue. However, all drawers began functioning normally during this process. Proceeded to check and reseat the bus cables and cleaned the area for any medication residue or debris. After completing the cleaning and cable checks, rebooted the station. Then tested all mini sub drawers using the hardware test application, and all tests passed successfully. The fse tested keyboard, bioid & barcode scanner and all drawers in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer failure and would not be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.